Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced access site bleeding and low pump flow. The physician could not control the bleeding from the introducer sheath and cracked the peel away sheath while still in the groin. The physician then removed the impella, and a clot was observed. A new short abiomed introducer sheath was then used with the new impella which resolved the bleeding. There was no patient harm reported.

Manufacturer narrative:
The investigation into the access site bleed and low pump flow has been completed. The impella device was not received from the customer, therefore, investigation of the device was not possible. The cause of the access site bleeding was improper technique/use related as the introducer was peeled away in the patient. The cause of the low pump flow was not determined, no clinical details provided were sufficient to determine a root cause. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.